Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient present to the operating room no capture was noted on left ventricular lead. Fluoroscopy was performed revealing the lv lead had pulled back. The lead was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.